Event description:
Customer reported her sensor glucose level was 46 mg/dl and her blood glucose was 113 mg/dl. During call, customer's blood glucose level dropped to 60 mg/dl and she treated with orange juice. Customer declined troubleshooting for high blood glucose levels. Customer did review finding that could have been related to the event. Customer does have scar tissue. Sensor inserted two inches below beltline, advised to wear the two inches above. Customer was advised to monitor the device and call back if issues persist. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.